Event description:
The customer reported a monitor "anomaly". The fse noted the system displayed an error 25 error code. An "error 25" may lock the system up rendering it unable to make fluoroscopic x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and repaired it. A part was replaced. No further repair information is available. The system operates as intended.